Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving make sure the heater bag is on the heater tray alert during fill 1 and power fail recover failed alarm during restart of the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that she was not aware of the fluid leak but confirmed that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation. The cassette was returned with the cycler. Attempts will be made to retrieve the cassette from the returned cycler and ship to appropriate manufacturing plant for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test simulated treatment was performed over 2 hour 15 min with 8500 ml and completed without failures. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed without failure. The cycler underwent and passed a valve actuation test, system air leak test, and a load cell verification test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.